Event description:
It was reported by the contact that the customer received an altitude alarm after swimming with the pump. The customer removed and reinstalled the cartridge. Insulin deliver was resumed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.